Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Toothbrush heads...do not seem to fit the toothbrush - oral-b [device connection issue] toothbrush heads...often fall off when brushing teeth - oral-b [device breakage] case narrative: male consumer via e-mail reported that the oral-b toothbrush heads did not seem to fit the oral-b toothbrush and often fell off when brushing his teeth. No injury was reported. On (B)(6) 2024 via e-mail: the concomitant products were oral-b rechargeable toothbrush handle 3765 and oral-b rechargeable toothbrush handle 3766. No injury was reported. On (B)(6) 2024 via image: the suspect product was oral-b power oral care refills cross action eb50. The concomitant product lot numbers were bc010141432 and 2bb00910403. No injury was reported.

Event description:
Toothbrush heads. Do not seem to fit the toothbrush - oral-b [device connection issue] toothbrush heads. Often fall off when brushing teeth - oral-b [device breakage] product counterfeit - oral-b [product counterfeit] . Case narrative: male consumer via e-mail reported that the oral-b toothbrush heads did not seem to fit the oral-b toothbrush and often fell off when brushing his teeth. No injury was reported. 08-mar-2024 via e-mail: the concomitant products were oral-b rechargeable toothbrush handle 3765 and oral-b rechargeable toothbrush handle 3766. No injury was reported. 08-mar-2024 via image: the suspect product was oral-b power oral care refills crossaction eb50. The concomitant product lot numbers were bc010141432 and 2bb00910403. No injury was reported. 16-may-2024 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.

Manufacturer narrative:
16-may-2024 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.